Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. During evaluation the cable was connected to a verathon test monitor and an su blade. The cable and monitor were manipulated with no malfunction identified; the image was clear and accurate. The cable was replaced and the returned device was scrapped.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope smart cable, intermittently, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.